Event description:
The customer reported difficulties in pressing the quick bolus/wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as values were not above 500 mg/dl or below 54 mg/dl. The issue persisted despite reassurances from technical support, who guided the customer to remove the pump from its case and ensured proper button press techniques. Technical support decided to replace the faulty pump, instructing the customer to use manual injections as a backup therapy. The customer acknowledged the instructions to return the problematic pump with a pre-paid label within ten days.